Manufacturer narrative:
Additional information: h3: the revision reported may have been the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no images or radiographs were provided. H6: component code, investigation codes.

Manufacturer narrative:
H10. Related- MFR#1038671-2021-00141 report 1 of 2. H11. Additional manufacturer narrative. Report 2 of 2. D10. Sn (B)(6) , cat# 130-32-53 nv gxl lnr, neutral, 32mm ID, group 3 cups. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient received an initial total right hip arthroplasty and then approximately 8 years, 2 months later was revised on (B)(6) 2023 for ¿considerable wear¿ and the implant had loosened the socket with advanced granulosteolysis. The patient then received subsequent treatment from (B)(6) 2023 from a rehabilitation clinic. The patient had been scheduled for revision surgery in 2021, but this was postponed due to covid. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: aware date 15-mar-2021. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2021-00141. The revision reported may have been the result of acetabular loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The prosthesis wear may be due to a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, a contributing factor to the wear may have been the off-label use detailed above. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.